Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis therapy. The event was manifested by cloudy effluent. The cause was unknown. The patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for the suspected peritonitis. Action taken with dianeal therapy was not reported. Four days after admission, the patient was discharged from the hospital. Patient recovery status was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was recovered from the peritonitis event (previously the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.